Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire, did not load a clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/05/2009. Clip, advancer. Evaluation summary: the analysis results confirmed that one el5ml was received for analysis. It was cycled and an advancer bypass issue was noted, leading to the release of one malformed clip. The next two clips were conforming and then, a double fed incident occurred, two malformed clips were released from the jaws. The last clip was conforming. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.